Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07-apr-2025, the manufacturer was notified that the user experienced sustained hyperglycemia on (B)(6) 2025, accompanied by nausea and vomiting, and was treated in the emergency room. The user reported a high blood glucose level in the 400s mg/dl, tested positive for large urine ketones. The user was treated in the ER with intravenous fluids and insulin and was discharged, without hospital admission, the same day. The user reported they suspected a failed infusion set.